Event description:
Healthcare professional reported right side textured to smooth implant exchange. Upon explant surgery, healthcare professional found the implant was ruptured. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side textured to smooth implant exchange. Upon explant surgery, healthcare professional found the implant was ruptured. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.